Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to initial reports, patient with an on-x mitral valve required re-operation due to frozen leaflets.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to initial reports patient with an on-x mitral valve required re-operation due to frozen leaflets. According to additional information from the surgeon, "one of the leaflets was trapped by an amplatz device used to try to seal a perivalvular leak. Not an issue with the on-x valve."

Manufacturer narrative:
The manufacturing records for the onxmc 25/33 sn: (B)(4) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. A review of the available information was performed for the onxmc-25/33 sn: (B)(4) implanted on or before on (B)(6) 2015 a 77 year old female. The implant date recorded is the day the undated implant registration card was received by the manufacturer. The patient was in surgery on (B)(6) 2018 (at least 2 years 113 days post-implant) ostensibly for "frozen leaflets." Due to unspecified "heavy calcification", the surgeon appears to have speculated about removing the leaflets of the valve while leaving the housing in place and inserting a bioprosthetic valve (edwards life sciences) inside the housing, ala valve-in-valve. However, information provided by the surgeon after the first rendition of this review described the situation in explicit detail: "one of the leaflets was trapped by an amplatz device used to try to seal a perivalvular leak. Not an issue with the on-x valve." That is, the "frozen leaflet" observation was a temporary assessment later discounted by identifying the actual source of the immobility. The on-x valve was performing as expected. The assessment of "frozen leaflets" was a temporary assessment discounted later during surgery when the source of the leaflet immobility was found to be due to the interference of a surgical device. The on-x valve performed as expected. Root cause for this event is interference of a surgical device. No further action required. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to initial reports patient with an on-x mitral valve required re-operation due to frozen leaflets. According to additional information from the surgeon, "one of the leaflets was trapped by an amplatz device used to try to seal a perivalvular leak. Not an issue with the on-x valve."